Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and fading display screen after the insulin pump had been dropped in water. The customer stated that he was kayaking when the device fell into a pond. The customer did not know the blood glucose reading. He observed fluid under the liquid crystal display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.